Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an anterior capsule rupture at the beginning of a laser-assisted cataract surgery. During the procedure, the rupture turned further to the posterior capsule. The procedure was completed, including all programmed cuts. The intraocular lens was implanted in the sulcus. Patient outcome reported as resolved. Additional information has been requested and received. This is one of two reports being filed for the same facility.

Manufacturer narrative:
Evaluation summary: a company representative (cr) went on site and evaluated the system due to the reported event. No system issue was found. As a preventative measure, the cr replaced the oscillator. Femtosecond lasers fire perforating pulses to perform capsulotomies. It is possible that these perforations can lead to a weakening of the capsule and result in unexpected tears. However, ocular movement during treatment, ocular anatomy, and surgical technique can also contribute to, or be the cause of, a capsule tear during a manual or a laser-assisted cataract procedure. Following the laser treatment, the capsular bag undergoes additional stress during the remaining steps of the cataract procedure. The additional stress can also contribute to or cause a capsular tear. The system met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).